Event description:
Device slipped resulting in a scalp laceration. As of 8/22/2003 there has been no documented response from hospital detailing the problem. An omi representative had contacted the hospital by telephone and obtained information stating that the laceration was on one pin on the rocker arm (this indicates improper pin placement).